Event description:
It was reported that insulin pump was exposed to moisture damage. Customer reported that there is moisture in the lcd display screen. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no moisture damage on the electronic assembly found. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.